Event description:
The physician was attempting to deliver an endeavor resolute drug eluting stent to a lesion in the left main coronary which had 90% stenosis. The lesion had been pre-dilated, and the device was inspected prior to use with no issues noted. It is reported that the device could not pass the lesion. No patient complications were reported. Evaluation summary: the distal tip was flared. A strut on the 1st distal segment was raised and deformed. The remaining segments were intact. Device was shown to have been used past the device expiration date. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Event description:
Event date updated - device was not used past the device expiration date as previously reported.

Manufacturer narrative:
Evaluation results: shelf life exceeded; failure to follow instructions (recommended that shelf life be verified prior to use -device used beyond expiry date). Patient¿s condition affected effectiveness of device (lesion morphology - 90% stenosis). Inherent risk of procedure ( stent deformation). Deformation problem (stent deformed) evaluation codes, conclusions: failure to follow instructions (recommended that shelf life be verified prior to use - device used beyond expiry date). Device failure related to patient condition (lesion morphology - 90% stenosis). Known inherent risk of procedure ( stent deformation). (B)(4).